Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2015 with the following findings: evaluation revealed that the abb cover is damaged/torn. Abb is responsive during investigation but difficult to push. Investigation revealed that the display is dim/fading (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, fading pink display. This report is made based on results of investigation completed on 11/05/2015.